Event description:
The customer received a questionable vancomycin result on their integra 400 plus analyzer. The patient's initial vancomycin result was 61.38 ug/ml. The first repeat result was 1.49 ug/ml. The second repeat result was 1.44 ug/ml. The third repeat result was 1.44 ug/ml. The customer stated they reported out the correct result. There were no adverse events. The vancomycin reagent lot number was 64525601 and the expiration date was not provided. The customer last performed preventative maintenance on the analyzer (B)(6) 2011. Since then, they have had several probe crashes where the probe had to be changed because it was bent.

Manufacturer narrative:
A specific root cause could not be determined. A misalignment of the probe might lead to the reported probe crashes and sporadically occurring discrepant results. No additional information was provided for investigation. A field service representative visited the site and the problem has not reoccurred. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).